Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the device does not work with the old processor but functions normally with the new processor, while another scope works with both processors, during inspection for use involving an olympus duodenovideoscope. There was no patient involvement.